Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the device's downloaded error log. The device's internal battery needs to be replaced to address the issues. The device has evidence of physical damage.